Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hyperglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes and device data, the ilet operated as intended. This hyperglycemic event was likely caused by a failed infusion set or other issue associated with the supply change, as the user did not receive proper training prior to setting up their ilet.

Event description:
On 07/08/2024 a beta bionics clinical diabetes specialist (cds) became aware that an ilet user experienced a high blood glucose (bg) event resulting in diabetic ketoacidosis (dka) and hospitalization. The event occurred on 07/07/2024. On 07/11/2024 a beta bionics customer care agent followed up with the user about the event. The user reported being hospitalized on (B)(6) 2024 for dka after self-starting the ilet system without formal training. The user reported they had collapsed at the hospital and vomited. They were treated with IV fluids and dextrose. The user was received formal ilet training by a beta bionics clinical diabetes specialist (cds) on (B)(6) 2024 then was released from the hospital. The user reported not removing the ilet during the hospital stay. The user's bg levels were high, but specific values were not recalled.